Manufacturer narrative:
The evaluation confirmed the reported image issue. Additionally it was found the bending angle insufficient due to the elongation of the angle wire, scratches due to external factors, the curved rubber adhesive missing, dirt that is difficult to remove is found on switches due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus device had a dark image. There was no death or injury reported due to the event. During inspection of the customer returned device, olympus repair found the adhesive of the objective lens was peeling. This report is being submitted for the malfunction found at evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event was unable to be identified. The event of "dark image" most likely occurred due to the following the internal board of the video connector being damaged. The damaged internal board of the video connector was most likely caused by the following: 1) connection to the video system center was made with water, etc. Adhered to video connector electrical contacts, and a temporary short circuit occurred. 2) the video connector was inserted and removed with the power of the video system center turned on, and a temporary overcurrent occurred. 3) static electricity was applied to video connector electrical contacts. 4) electronic components deteriorate over time and fail due to energization stress during normal use, heat stress of autoclave sterilization, and others. The event of "objective lens glue peeling" was most likely caused by mechanical stress (such as interference with peripheral devices because there were scratches on the distal end). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue.